Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported caravel microcatheter was returned for investigation. The returned caravel microcatheter was found with its distal tip polymer segment torn. Microscopic observation of the tip segment proximal to the torn end found scratches and circumferential cracks on the tip surface, indicating that the distal tip polymer was stretched as tensile stress was applied. The investigation findings indicated that the caravel microcatheter was torn off at approximately 2mm from its tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress might have been locally accumulated on the subject caravel microcatheter during withdrawal while the catheter tip was being caught in the tortuous vessel segment. Consequently, the polymer segment of the distal tip was stretched and detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions] separation.

Event description:
It was reported that an asahi caravel microcatheter was advanced by way of a septal channel to a moderately tortuous and heavily calcified cto lesion in segment #2 of the right coronary artery (rca) during a percutaneous coronary intervention (pci). During catheter manipulation, a detached tip fragment was found left where the septal channel and segment #4 of the posterior descending branch (pd) joined together. The physician determined to leave the tip fragment left in situ as the fragment remained in the periphery of the septal branch and would not affect the patient's hemodynamics. The procedure was continued and completed by stent deployment with reestablished blood flow. It was informed that there were no adverse patient effects associated with the reported event and the patient was doing fine after the procedure.